Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right atrial lead exhibited noise and caused inappropriate mode switch. The noise was recreated in clinic by performing isometric exercises. No intervention was performed. The patient was discharged.